Event description:
The customer stated that the architect analyzer generated falsely elevated troponin results on two patient samples. Results provided: (B)(6) = 41 / 18 / 0 ng/ml; (B)(6) = 32 / <10ng/l. The customer's diagnostic cutoff for troponin is 30ng/l. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Concomitant medical products - lot 71949un14. Evaluation of the customer issue included a review of the complaint text, a review of service history, and a review of labeling. The customer reported falsely elevated architect stat troponin-I results from 2 patient samples generated by the (B)(4) when using reagent lot 69726un14 and 71949un14. The initial result for sid bg234756f was 41 ng/l with a repeat result of 18.0 ng/l (customer's cutoff is 30 ng/l), and the initial result for sid bg234836a was 32 ng/l with a repeat result of <10.0 ng/l. A review of the (B)(4) service history was performed and no additional tickets related to discrepant patient results was identified. The field service engineer resolved the issue through normal troubleshooting procedures. A review of labeling found that there is adequate information for troubleshooting erratic results, including corrective actions related to fluidics components and sample integrity, and troubleshooting of symptoms related to reagent performance. Based on the results of the investigation, there is no indication of a malfunction or deficiency of the architect i2000sr. No additional issues were identified; no further action is required at this time.